Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient had an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient was hospitalized and a chest tube was placed to resolve the pneumothorax..

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. A 21g flexision needle was used. The procedure was completed. Two lesions were biopsied. The first lesion was in the left upper lobe - inferior lingular segment; size 1.8 cm. The biopsy identified a benign granuloma. The second lesion was in the right upper lobe - posterior segment; size 0.9 cm. The biopsy identified inflammation (specific)/pneumonia (benign). Additional instruments used during the procedure include cytology brush and compatible forceps. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.